Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: nine unopened samples of product were returned for analysis. During the visual inspection of nine unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along strands with no defects or damage observed. Functional test was performed on the samples and the tensile strength force and pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples received, no suture needle pull off or suture breakage were found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on an unknown date and suture was used. During the procedure, the suture broke off the needle. The suture tore while the surgeon was tying it. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.